Event description:
It was reported the rod broke upon first bend using french benders. This occurred outside of the patient's cavity. There are no reports of adverse health consequences to the patient.

Event description:
It was reported the rod broke upon first bend using french benders. This occurred outside of the patient's cavity. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Visual inspection, product history review, complaint history review, labelling review, risk assessment. The reported event was confirmed via visual inspection. The rod was returned in 4 pieces. 2 of the pieces were cut, the other 2 were fractured. The fracture occurred at the laser marking and voids were present on a neighboring laser mark under high magnification. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. As voids were present on this device, the most likely root cause is related to the laser marking process which creates voids in rods. This device was manufactured before a process change was implemented for laser marking.

Event description:
It was reported the rod broke upon first bend using french benders. This occurred outside of the patient's cavity. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Updated catalog number 48235480 from 48232601.

Event description:
It was reported the rod broke upon first bend using french benders. This occurred outside of the patient's cavity. There are no reports of adverse health consequences to the patient.